Event description:
This report is being submitted as a follow-up to manufacturer's report #2531779-2011-06660. The original record is unavailable for supplemental report submission.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that multiple low battery warnings had occurred which could not be duplicated during testing. No defects were found during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.